Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer service provided the caller with instructions for a complete pump reset, and after following these instructions, the error code did not reappear. The caller successfully started their sensor session afterward.